Event description:
It was reported that the 2800 system had an x-ray disabled error code displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The failure could not be duplicated. The workstation voltage was adjusted. The x-ray tower solenoid cable was replaced during the service call. The system was found to be working as intended and put back into service.